Event description:
It was reported that vessel perforation occurred. The physician used a 5-in-6 guidezilla¿ guide extension catheter for support during a percutaneous coronary intervention (pci). A stent was deployed in the mid to proximal left anterior descending artery (lad) an then two promus premier stents were deployed. When the physician pulled back the guidezilla¿, he saw staining by the ostium of the lad, which was a perforation. To treat the perforation, the physician performed multiple inflations of the same balloon used to deploy the initial stent for five minutes. After this, the staining was contained and the patient had a baseline echocardiogram. The patient was transferred to a holding area in stable condition and no other patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).